Event description:
It was reported that the customer may have rolled over onto the pump while sleeping and a 5 unit quick bolus was delivered while customer was sleeping. Customer awoke with blood glucose level of 45 mg/dl. Customer normalized bg level by eating. Customer disabled the quick bolus feature and the issue has not recurred.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.